Event description:
The customer reported low level diluent warning message involving the coulter lh 780 hematology analyzer. Further investigation by a beckman coulter representative revealed diluent was leaking from the lower diluter. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of erroneous or impact to patient results. The field service engineer (fse) observed the source of the leak was disconnected tubing at pinch valve vl46a. The sensor distribution board was damaged by the leak. The fse replaced the affected tubing and the sensor distribution board and resolved the fluid leak issue. No further evidence of fluid leak was observed. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Manufacturer narrative:
(B)(4).